Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading at time of call was 300mg/dl. The customer stated that the event leading to her admission was an infection. The customer was experiencing unexplained high glucose for the past four days. Troubleshooting was performed. Reviewed the programming and found that the alarm history had several error alarms. Ran a fixed prime and high pressure test and the tests passed. The customer also stated that the insulin pump had battery alarms even after inserting a new battery. The customer stated that after cleaning the battery cap, the insulin pump was working properly. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.